Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, this impedance measurements have been increasing in a gradual manner. Additionally, high within range pacing impedance measurements were also observed. A change in patient condition is suspected. Reprograming of the system and monitoring of the patient were discussed. This lead remains in service. No adverse patient effects were reported.